Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doctor mentioned that he has discontinued the use of attune cementless knee due to some patients experiencing pain 4-6 weeks post op. He said he is not sure why it happens but it could be due to the biologic nature of bone ingrowth during that time. He has reverted to using attune cemented knee to avoid this issue in the future.